Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor display screen blank) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient alleged that the lifevest short circuited. The patient reported that he was sitting down eating when he felt a vibration on his back and the monitor's display screen was blank. It was reported that the patient felt a vibration from all of the therapy pads when the monitor screen went dark. The patient reported that he felt like he was treated; however, no blue gel was present. It was also reported that the patient said there was a little explosion on the monitor.